Manufacturer narrative:
Product analysis: the product was discarded, therefore no product analysis could be completed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, six deployment attempts were made due to positioning difficulties. The valve was successfully deployed and mild paravalvular leak (pvl) was noted. Forty minutes after implant, electrocardiogram (ECG) indicated asystole. Cardiopulmonary resuscitation (CPR) was performed. Aortic dissection was noted. The patient expired. Per the physician, multiple recaptures of the valve caused the aortic dissection. The cause of death was aortic dissection.